Manufacturer narrative:
E3 - principal investigator h3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was stenosis greater than 50% in the right iliac leg graft. A pre-procedure clinical assessment (B)(6) 2025, ninety-nine days prior to the procedure: the primary indication for the surgery was an aortic degenerative aneurysm, aaa juxtarenal (neck greater than 10 mm). It is unknown if there was a history of aneurysm growth of greater than or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was no relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2025, 196 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. The arteries were patent. The arteries were not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The fifth viscerorenal artery was not incorporated in the repair. The sixth viscerorenal artery was not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were not applicable. The right and left vertebral arteries were not applicable. The aortic valve was native. There was not an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 57 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The intended distal landing zone was zone 10: common iliac arteries, both right and left. The patient underwent a fenestrated endovascular aortic repair (fevar) procedure on (B)(6) 2026 under general anesthesia. The patient was administered heparin at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. No cut down access required. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 100 ml contrast dose: 1.5 ml/kg fluoroscopy time: 61 minutes total gray used: 677 mgy total dose area product: 528 gy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 0 ml no blood products were administered during the procedure. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. Neuromonitoring was not used during the procedure. Procedural time (24-hour clock): time arrives in room: 11:51 time of first incision or arterial puncture: 12:38 time of last access closure: 15:21 time leaves room: 15:47 duration of procedure (from first incision to last access closure): 163 minutes side branch catheterization and placement of all bridging stents was successful there were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: celiac artery: a competitor stent with a diameter of 7 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 8 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 6 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 5 mm and a length of 27 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia aaa-fen-bifurcated-graft was placed. The cmd was planned for this patient. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: cook incorporated, zenith spiral-z aaa iliac leg graft, zsle-13-90-zt. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: cook incorporated, zenith spiral-z aaa iliac leg graft, zsle-11-74-zt. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: a competitor stent with a diameter of 11 mm and a length of 5 cm was placed. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: a competitor stent with a diameter of 13 mm and a length of 5 cm was placed. There were no technical difficulties and delivery/deployment of the device was successful. Right iliac artery: cook incorporated, zenith spiral-z aaa iliac leg graft, zsle-24-74-zt. There were no technical difficulties and delivery/deployment of the device was successful. Right iliac artery: cook incorporated, zenith spiral-z aaa iliac leg graft, zsle-24-56-zt. There were no technical difficulties and delivery/deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram was completed on (B)(6) 2026. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. There was no endoleak present at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient did not stay in the intensive care unit. The patient was discharged home on (B)(6) 2026, three days post-procedure at discharge, the patient was prescribed acetylsalicylic acid and clopidogrel the patient was not discharged on supplemental oxygen. There were no significant medical problems or complications after the study procedure and before discharge a one-month clinical assessment was completed on (B)(6) 2026, two days post-procedure. The right and left ankle brachial index were not assessed. Current medications included aspirin (asa) and an antiplatelet. A CT scan was completed. Since the last visit, the patient has not had any significant medical problems or had been hospitalized for any reason. A review of the follow up CT imaging with contrast was completed on (B)(6) 2026, three days post-procedure. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric, right or left renal artery. All stent grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. No endoleaks were present. Maximum diameter of the diseased aorta (outer-wall to outer-wall) (mm): 63. At an unknown date, the site reported stenosis greater than 50% in the right iliac leg graft. This led to a serious deterioration in health of the patient, including in-patient/prolonged hospitalization and a secondary percutaneous medical intervention. An uncovered self and balloon expandable stent(s) were placed at the right iliac artery bifurcation. This was possibly related to the study procedure; however, the patient had tortuous iliac anatomy. No other conditions or circumstances contributed to the event. The secondary intervention was deemed successful. The complaint captures stenosis >50% in the right iliac leg graft (zsle-24-74-zt), in which an additional procedure to place uncovered self and balloon expandable stent(s) at the right iliac artery bifurcation was required.